Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The lot number was not provided. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.